Manufacturer narrative:
H3: product analysis found that the device does not power up, the pmb was corrupted, the main carrier board had a failure, the connector on the battery charging cable was broken and one of the wi-fi antenna was crimped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/221220307, ubd: , UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6)/221220307. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, the nim vital system shut down and could not be powered back on. Attempts to unplug the system, press the power button for several seconds, and then re-plug it were unsuccessful. The battery was removed, and further attempts to start the nim system yielded no results. Adjusting the screen inclination did not help either. All power wire connections were checked, and there was nothing noticeable; the power fuse was confirmed to be okay. When plugged into the electrical network, the nim system emitted a "beeping" for about ten seconds. The procedure was extended by 60 minutes and completed without the nim system. There was no impact on the patient.